Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump freezing when attempting to program a manual bolus. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No freezing anomalies noted; time advanced properly during testing. Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and loose/shifted end cap sticker.